Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and ER visit. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient visited the emergency room (ER) due to high blood glucose (bg) levels registered as ¿high¿ (> 27.8 mmol/l) (> 500 mg/dl) while wearing the pod between 36 and 48 hours on the abdomen. The patient tried a correction bolus of 2 units while at home but the bg levels did not decrease. The patient went to the hospital and was sent home since the levels started to go down. The next day the patient's bg levels increased, went to the hospital for the second time where she was placed on an intravenous (IV) of fluids with saline solution, administered insulin (novarapid and lantus) and blood work was performed.